Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process control were within specification.

Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate. Test strips were used and results were negative and the machine alarmed. Estimated blood loss was 250ml. The patient had no adverse effects and no medical intervention was required. Sample is available.